Event description:
In 2006, I was prescribed an nti nightguard by my dentist, dr. Bob koenitzer, to help with gum recession due to bruxism. In 2007, I tell dr that "my bite is off" and he tells me that it is normal and no measurements are taken. I see him again for a cleaning approx three months later, and no measurements are taken or inquiry about my bite is made. I see him again for a cleaning four months later, and mention that my jaw is now hurting. Again, nothing about my treatment is checked in 2008, it is noted in my file that I am still wearing the nti device nightly. Four months later, I require an emergency exam because my jaw is in unbearable pain, and now when I put the nti device in, my molars in the back can now touch. My bite is now an open bite. I was in excruciating pain for 3 months, now have a speech impediment, am unable to eat in a normal way, and am at risk for losing my two top back molars due to the malocclusion. Dose or amount: na. Dates of use: 2006 - 2008. Diagnosis or reason for use: gum recession.